Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2021 the pacing system was explanted due to infection. The patient remained with an external pulse generator because he is pacemaker dependent.